Event description:
Device 1 of 2: reference MFR report : 3006705815-2019-00522.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00522. It was reported that patient experienced lead migration (confirmed via x-rays). Reportedly, patient was involved in a severe motorcycle accident several months ago as a result, the lead migrated to the top of the ipg pocket site and stimulation became ineffective. Surgical intervention is pending to address the issue.